Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a cuff repair surgery, when inserting the anchor of the twinfix ultra in the patient and passing the stitches on the tendon, the anchor ended up loosening from the bone and failed to be implanted in the patient. Patient with poor bone quality. Unknown how the procedure was finished. No surgical delay or injury to patient reported.